Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000491, serial/lot #: none. A medtronic representative went to the site to test the equipment. The reported issue was confirmed. The door was adjusted and the sidewall cover was replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door would not close all the way (manually or automatically). There was no patient involved.